Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she had not charged the ipg in several years. As such, the ipg would not communicate with the charging system as it was inoperable. Surgical intervention was undertaken on (B)(6) 2017 to explant and replace the ipg. Effective stimulation was restored following the procedure.

Manufacturer narrative:
Corrected data: explant date.

Event description:
Further investigation identified surgical intervention took place on (B)(6) 2017, not (B)(6) 2017 as previously reported.